Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties and magnetic resonance imaging (MRI) preferences. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was disposed by the facility and will not be returned for analysis. Postoperatively, the patient was doing great.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - <qrb>.